Manufacturer narrative:
The subject device was not returned to any of olympus locations. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The following are possible causes for damage to lid of the subject device. The user dropped an object on the lid. When closing the lid, the user pressed with excessive force repeatedly. Mechanical stress when closing the lid, chemical attack by not wiping off the chemical substances dropped on the lid and/or solvent crack due to their combination occurred. -due to some other factor if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the lid of the subject device was cracked. The field service engineer completed the repair onsite. There was no report of patient injury associated with the event.